Event description:
Allegedly, patient has a pseudo-tumor the size of a football. (Metal on metal). Black corrosion was in the neck\head trunnion. Stem looks okay. Components not revised: perfecta (r) stem product ID: 37871200 lot number: 09496621.